Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and loss of appetite. Seventeen days after the onset of symptoms, the patient was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.